Event description:
During a follow up call for a related complaint, the home patient (hp) stated that after removing the heater bag, he added a bag to an unused line and used the same cassette to resume therapy. Per the hp, he has not had any issues since with any of his supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for re-use of a single use product was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.